Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Occupation: professor. Similar to device marketed under PMA/510(k) p180001. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: "rise of the endoprosthesis in the aorta but the tortuosity prevent the introducer from ascending into the descending proximal thoracic aorta, despite several attempts and stiffening by an amplatz guide mounted from the left side. Brachial to femoral through and through guide is impossible because of the tsa (supra-aortic trunks) reimplanted very low on the ascending aorta. We end up pushing the endoprosthesis into the tevar by moving the nose and the sheath, for an overlap of 1 stent and a half. The endoprosthesis is released by constraining it as much as possible in the horizontal portion of the aorta to shorten it as much as possible. The distal part reaches the level of the visceral aorta without cover the digestive branches." On (B)(6) 2022 during the index procedure, a zdeg-pt-42-34-210-pf (lot# e4185611) was implanted. The reported degree of oversizing was 0%. A molding balloon was not used during the procedure. No other devices were placed. The clinical site reported difficulty inserting the device and deploying in the intended location. The site also reported difficulty using a lunderquist extra stiff straight (tsmg-35-260-les) and the stated reason was "tortuosity prevent ascending into the proximal descending thoracic aorta." The site has reported that the lot number for the wire guide is not available. Primary indication for implant was an aortic aneurysm. The site reported an "aortic dissection iatrogen" occurred during the procedure. There was no treatment at that time. The event was considered not related to the study device. The event was considered related to the study procedure, and the site noted: "the tortuosity prevented the stent graft from ascending into the proximal descending thoracic aorta, in spite of several attempts and the stiffening of the stent graft with an amplatz guide mounted from the left." The site noted that the pre-existing "tortuosity of the native aorta" caused or contributed to the event. The site also noted, "[the event] was related to the several attempts to insert the device." The event remains ongoing at the time of this notification. Procedure angiography revealed proximal zone of graft implantation at zone 5 and the study devices were patent. A type ib endoleak at the dissection graft (zdeg) was noted. There was no separation of devices nor evidence of device integrity issues. The site reported that the status of the thoracic false lumen was completely thrombosed, and the status of the abdominal false lumen was patent with false lumen flow source reported as collateral and specified as "lower back." The site confirmed via query that false lumen data was to be reported in this aneurysm patient. There was no angiographic evidence of branch vessel obstruction at the completion of the procedure. On (B)(6) 2022 (three days post-procedure) a CT revealed that the study device was patent with no separation of devices, evidence of migration, or evidence of device integrity issues. An endoleak was not present. On (B)(6) 2022 (eight days post-procedure) the patient was discharged from the hospital. On (B)(6) 2022 (56 days post-procedure) a follow-up CT revealed a type iiia endoleak between the zenith zteg (implanted in 2014) and the zenith zdeg study device. The study device was patent with no separation of devices, evidence of migration, or evidence of device integrity issues.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: on (B)(6) 2022 during the index procedure, a zdeg-pt-42-34-210-pf (complaint device) was implanted to treat an aortic aneurysm. The reported degree of oversizing was 0%. A molding balloon was not used during the procedure. Per the reported information, difficulties with insertion of lunderquist extra stiff straight guide wire and deploying the zdeg stent graft in the intended location occurred due to due to tortuous anatomy, which prevented the introducer from ascending into the descending proximal thoracic aorta, despite several attempts and stiffening by an amplatz guide mounted from the left side. Brachial to femoral through and through guide is impossible because of the tsa (supra-aortic trunks) reimplanted very low on the ascending aorta. It was succeeded to push the zdeg into the zteg stent graft (implanted in 2014) with 1,5 stent overlap. The distal end of the zdeg was implanted at zone 5 reaching the level of the visceral aorta without covering the celiac, superior mesenteric and inferior mesenteric arteries. Procedure angiography revealed a type 1b endoleak related to zdeg-pt-42-34-210-pf. There was no separation of devices nor evidence of device integrity issues. The site reported that the status of the thoracic false lumen was completely thrombosed, and the status of the abdominal false lumen was patent with false lumen flow source reported as collateral and specified as ¿lower back.¿ a query to clarify this information has been placed but no further information has been received. There was no angiographic evidence of branch vessel obstruction at the completion of the procedure. The site reported an iatrogenic aortic dissection occurred during the procedure. There was no treatment at that time. The event was considered not to be related to the study device but related to the study procedure. The site noted that tortuosity caused or contributed to the event. The event was also reported to be related to the several attempts to insert the device. On (B)(6) 2022 (three days post-procedure), a CT revealed that the study device was patent with no separation of devices, evidence of migration, or evidence of device integrity issues. An endoleak was not present. On (B)(6) 2022 (56 days post-procedure), a follow-up CT revealed a type iiia endoleak between the zteg and the zdeg-pt-42-34-210-pf. The site is specifically asked about migration and have indicated no migration, defined as movement greater than 10 mm. No reported data regarding additional treatment was provided. No imaging was provided for investigation. Review of the device history record gave no indication of the device being produced out of specification. According to the instructions for use, zdeg is indicated for the endovascular treatment of patients with symptomatic dissection of the descending thoracic aorta having vascular morphology suitable for endovascular repair, including non-dissected/aneurysmal aortic segments (fixation sites) proximal to the entry tear with localized angulation less than 45 degrees. Based on the provided information it has not been possible to determine an exact cause of the reported event. However, tortuous anatomy may have contributed to advancement difficulties, which resulted in stent graft implantation with 1.5 stent overlap and a type iiia endoleak. It is noted that zdeg is used in for treatment of aneurysm and in combination with zteg, which is outside of intended use. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.